Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve not shifting. In addition, the humidifier, intake filter, and cabinet filter are missing.